Event description:
The issue reported involved a pump battery that would not charge despite attempts using a tandem charging cable and different wall adapters. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant adverse impact reported. The technical support team decided to replace the pump, which was confirmed to be within warranty. The customer was informed about the replacement process, instructed to return the defective pump, and declined to specify their backup therapy method.